Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01976) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic for follow-up the device could not be interrogated. Several unsuccessful attempts were made to interrogate the device. The battery longevity showed greater than three years. The patient reported feeling fatigued. The device was explanted and replaced.